Manufacturer narrative:
Device evaluation: "the device related to the reported event of capsular contracture was received on (B)(6)2021 with lot number 2994245. Visual analysis of the returned device identified deformation and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing."

Event description:
Health professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., g.1., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is capsular contracture, baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side capsular contracture, baker grade iii. Device remains implanted.